Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the stelo biosensor and the blood glucose (bg) meter occurred. The customer reported an issue occurred while using the biosensor on (B)(6) 2024, and few details were specified. The only information the customer provided was: ¿the reading was not accurate and I fainted a few times after wearing it.¿ no additional patient or event information is available.